Event description:
International affiliate reports the spinal screw had been implanted for an unk number of years. The pt was due to have the metalwork removed. Surgery was performed to remove the construct and the screw was found to be broken in the pt. This was not a revision procedure. The shaft of the screw remains in the pt as it could not be removed.

Manufacturer narrative:
Depuy spine has requested the return of the broken portion of the screw that was explanted. A follow up medwatch report will be filed upon receipt of the device and completion of the evaluation.